Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received high voltage therapy for suspected atrial fibrillation (af) with rapid ventricular response during an atrial arrhythmia. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.